Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure this right ventricular (rv) lead had to be repositioned several times. The lead was explanted one week post implant due to high threshold measurements and suspected lead fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted tissue entwined in the helix and blood/body fluids within the helix housing. Resistance tests were completed to assess lead electrical performance; measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.